Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced two leaking infusion sets. Customer noted that both of the leakages occurred at the infusion set quick release. Customer indicates that this occurred while giving himself a correction bolus. Customer notes that both infusion sets were from the same box. During troubleshooting, customer tried a third infusion set which functioned correctly without any leaks being reported. Customer's blood glucose was 323 mg/dl. Product is expected to be returned.